Event description:
It was reported that, during a tka surgery, plastic tip of one (1) jrn ii bcs lck fem implant impact broke off. The procedure was resumed, without any delay, using an equivalent s+n back-up. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).